Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Newly received information indicated that the patient was treated with both IV and oral medication. B5 was corrected to indicate that the patient was also discharged with subcutaneous octreotide to continue at home. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with both IV and oral medication. The patient was also discharged with subcutaneous octreotide to continue at home.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient was admitted for drop in hemoglobin and dark stools. The patient received two units of packed red blood cells (prbc). The patient later was subsequently readmitted for melena, fatigue, lightheadedness and suspected gastrointestinal bleed (gib). The patient received intravenous medication and seven more units of prbcs. Additional information received from the site indicated that the patient had an endoscopy and a colonoscopy performed. The colonoscopy had shown a few colonic diverticula, but the patient was stable. A couple of weeks later that patient was readmitted with fatigue and another suspected gib. The patient had more dark stools, in addition to the low flow event, and experienced dyspnea with minimal exertion and lightheadedness. They were transfused with three units of prbcs with an enteroscopy and colonoscopy performed. The colonoscopy showed a polyp in the sigmoid colon with superficial bleeding. A polypectomy was done and two endoclips were applied for hemostasis. Additional information received from the site indicated that the patient was treated with both IV and oral medication. The patient was also discharged with subcutaneous octreotide to continue at home. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, possible root causes of the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the presence of a polyp, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received in regards to the patient symptoms, diagnostics, and further interventions. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the had a endoscopy and a colonoscopy performed. The colonoscopy had shown a few colonic diverticula, but the patient was stable. A couple of weeks later that patient was readmitted with fatigue and another suspected gastrointestinal bleed (gib). The patient had more dark stools, and the ventricular assist device (vad) exhibited low flow alarms. The patient also experienced dyspnea with minimal exertion and lightheadedness. They were transfused with three units of packed red blood cells (prbc) and an enteroscopy and colonoscopy were performed. The colonoscopy showed a polyp in the sigmoid colon with superficial bleeding. A polypectomy was done and two endoclips were applied for hemostasis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient was admitted for drop in hemoglobin and dark stools. The patient received two units of packed red blood cells (prbc). The patient later was subsequently readmitted for melena, fatigue, lightheadedness and suspected gastrointestinal bleed (gib). The patient received intravenous medication and seven more units of prbcs. Additional information received from the site indicated that the patient had an endoscopy and a colonoscopy performed. The colonoscopy had shown a few colonic diverticula, but the patient was stable. A couple of weeks later that patient was readmitted with fatigue and another suspected gib. The patient had more dark stools, in addition to the low flow event, and experienced dyspnea with minimal exertion and lightheadedness. They were transfused with three units of prbcs with an enteroscopy and colonoscopy performed. The colonoscopy showed a polyp in the sigmoid colon with superficial bleeding. A polypectomy was done and two endoclips were applied for hemostasis. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, possible root causes of the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of gastrointestinal bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the presence of a polyp, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the vad destination therapy post approval study. Concomitant medical products: product ID: 694765 lead, implanted on (B)(6) 2011, product ID: 407652 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for drop in hemoglobin and dark stools. The patient received two units of packed red blood cells (prbc). The patient was sent home and 10 days later was subsequently readmitted for melena, fatigue, lightheadedness and suspected gastrointestinal bleed (gib). The patient received intravenous medication and seven more units of prbcs. The ventricularassist device (vad) remains in use. No further patient complications have been reported as a result of this event.